Event description:
It was reported that during a procedure that one sternal needle broke and half of it remained in the sternum. The broken piece could not be retrieved, so it remains in the patient.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code gao. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, e4, g2, g3, g6, h2, h3, h6 h8, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.